Manufacturer narrative:
An event of overestimation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had an overestimation. No intervention was performed. The patient experienced no consequences related to this event.